Event description:
--

Event description:
Boston scientific crm received information that this patient underwent a radio frequency (rf) ablation procedure using stereotaxus. The physician wanted the programmable vf zone left active during the procedure. The magnet use feature was programmed off during the procedure due to the possibility of exposure to large magnets. Subsequently, the device generated continuous beeping tones and a message was displayed on the programmer concerning the presence of a magnet. Technical services informed the local representative that the device's therapy capabilities are inhibited as long as the tones are heard. Technical services suspected that the device's reed switch was stuck and discussed the possibility that the device's longevity was impacted. Technical services recommended that the enable magnet feature be programmed off and a save-to-disk be performed and returned for analysis.

Manufacturer narrative:
The save-to-disk was received and was fordarded to in-house engineering for analysis.

Manufacturer narrative:
Laboratory analysis of the disk confirmed that the reed switch was stuck, which caused the continuous beeping tones and an erroneous programmer message that there was a magnet present. Boston scientific crm has observed similar device behavior, at a low rate of occurrence, and has conducted an investigation to determine the root cause. Our investigation has determined that this behavior is attributed to a component issue, which can cause the reed switch to stick following exposure to a magnetic field. As a result, process changes have been implemented to correct the issue and improve the reliability of the reed switch functionality. Based on longevity calculations from the memory dump, the remaining estimated longevity of this device is eight to ten months.

Manufacturer narrative:
Subsequently, boston scientific crm received information in (B)(6) 2010 that a clinic nurse contacted technical services to report that upon interrogation, the programmer displayed a yellow screen with a message that a "magnet was on the device". The clinic nurse confirmed that device was not beeping and that the magnet use feature was disabled. Technical services reviewed this device's history and explained that the programmer will detect the closed reed switch even though the enable magnet use feature is programmed off.

Manufacturer narrative:
Subsequently, boston scientific crm received information that this clinic nurse contacted technical services in (B)(6) 2010. Upon interrogation, the programmer displayed a yellow screen with a message that a "magnet was on the device". The clinic nurse stated that a magnet was not in close proximity to the device. Technical services was informed that the daily measurements were populated appropriately and the enable magnet use feature had already been programmed off. Technical services explained that the programmer will detect the closed reed switch even though the enable magnet use feature is programmed off. To date, the available information suggests that the device remains in-service. The event will be reopened if additional information is received and/or the device is returned for laboratory testing.

Manufacturer narrative:
Subsequently, boston scientific received information in (B)(6) 2011 that this local representative contacted technical services to report missing daily measurements on latitude. Technical services confirmed that this device's history is remarkable for a stuck reed switch. Technical services explained that the dms can be restarted if the patient triggered monitor (ptm) feature is toggled. The reported clinical observation is expected in the presence of a stuck reed switch where the ptm has not been toggled.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory confirmed that the clinical observations was due to a stuck reed switch. Pacing, sensing, and shocking functions were verified per bench top testing. The recorded pacing and shock impedance measurements were within normal limits. Boston scientific has observed similar device behavior and has conducted an investigation to determine the root cause. Our investigation has determined that this behavior is attributed to a component issue, which can cause the reed switch to stick following exposure to a magnetic field. As a result, process changes have been implemented to correct the issue and improve the reliability of the reed switch functionality and an advisory was communicated worldwide in 2010.

Manufacturer narrative:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory for a scheduled replacement procedure. When the device was interrogated, a "device is in the presence of a magnet" message was displayed. Technical services was informed that a magnet was not in close proximity to the device. Technical services explained that this condition would not affect device operation based on how the magnet feature was presently programmed in the device.

Manufacturer narrative:
Subsequently, the local representative contacted technical services to report that there have been no daily measurements (dm) identified in latitude since (B)(4) 2010. Technical services confirmed that all dms values have been missing since (B)(4) 2010. Technical services recommended that the patient triggered monitor feature be toggled on and off to re-enable the measurements again. Technical services assisted the local representative to re-enable the dm with a programmer.

Event description:
--